Event description:
I had a lasik procedure in 2002. Sight in my right eye had some improvement, but then slowly began to deteriorate. The sight in my left eye was bad right after the surgery. I have developed severe keratoconus in both eyes. Since the surgery I can only wear hard contact lenses. Because of the deformity of my eyes, getting a good fit with hard contacts has been problematic at best. I hope that in addition to studying the adverse consequences of lasik, that a study be made regarding ways to improve the vision of people like me.